Event description:
The report indicated that the customer experienced consecutive high bg's (285-345 mg/dl) within two hours of activating a new pod. The cannula was noted as being "bent", though no alarm was initiated. Correction boluses were administered, which were effective at lowering her bg levels. The pod will be returned for eval.

Event description:
It was reported that the asymptomatic patient presented for a follow-up in backup vvi. The patient's presenting rhythm was intrinsic faster than 67.5 pulses per minute. The hard- ware elective replacement indicator (eri) byte showed that the device had not reached hardware eri. The ID byte was not correct, but was successfully restored. Attempts to download failed. Further troubleshooting could not be performed, due to telemetry corruption. The pacemaker would be replaced.

Manufacturer narrative:
Final analysis found no output or telemetry due to battery depletion. The battery was at end-of-life (eol). After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
No medwatch form was received.